Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right atrial and right ventricular leads exhibited chronic noise. Both leads were capped and replaced during a normal device change out procedure on (B)(6) 2018. The patient was stable throughout.